Manufacturer narrative:
The unit functioned properly during the functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self test, unexpected restart error test and all operating current test were normal. The insulin pump was received with minor scratches on the display window, cracked casing at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
The customer reported via phone call that she has had 4 bent cannulas recently and blood glucose values exceeding 400 mg/dl without the insulin pump alarming no delivery. The customer mentioned treating with a manual insulin injection. She also mentioned a crack on the insulin pump's case. The insulin pump was returned for analysis.